Manufacturer narrative:
Additional information: device evaluation: product testing could not be performed as the product was not returned. The reported event could not be verified, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints were received for this production order. Conclusion: based on the investigation, no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: exact date unknown/ not provided. Best estimate date is between (B)(6) 2021. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
Received report indicating that a johnson & johnson intraocular lens (iol) was explanted from the patient¿s operative eye. No further information was provided.